Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain/ other chronic/ intract pain. It was reported that the patient's device had shut down on (B)(6) 2018. Patient reported seeing a doctor's screen and she could not turn on stimulation. Patient reported pain since (B)(6). Patient stated she woke up and felt like someone had her toes in pliers and had a match held to her toes. Patient stated that their healthcare provider (hcp) and manufacturer's representative (rep) were aware of device. Patient reported they are working with their hcp and rep regarding therapy issue. No further complications were reported/anticipated.